Manufacturer narrative:
Reference ID: (B)(4). The bucky diagnost is a stationary system for general radiographic applications. As a part of a radiographic system, the philips prograde is intended to acquire, process, store, display and export digital radiographic images. The philips prograde is suitable for all routine radiography examinations, including specialist areas like intensive care, trauma, or pediatric work. A portable digital flat panel detector (model "skyplate") is used for image capture. Philips received a complaint on bucky diagnost indicating that the detector was dropped and having large image artifacts. The device was in clinical use and there was no patient or user harm. Based on service max case details, the investigation indicated that no service was performed by philips as the issue was resolved by the customer. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector was not inserted correctly. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was dropped and has large image artifact. The device was in clinical use and there was no patient or user harm.